Event description:
Per the initial reporter, the floor locks on the surgical table would not go down. The user tried to override panel and the issue remained. They reported that they did a hard boot on table 3 times then the floor locks would go down. No error lights.

Manufacturer narrative:
There was no patient involvement thus no patient data exists. There is no established expiration date for this device. Device evaluated in the field 04/06/2009. Evaluation summary - the investigation confirmed that the remote for the table was unable to control the floor locks but the over ride panel did work. After testing another remote on this table, it was determined that the remote was the source of the failure. There is an override panel that acts as a safety feature for the table in the event of hand held control failures. There was no patient involvement and no adverse consequences as a result of this malfunction. This is not a single use device.